Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction d4: device information has been corrected. Correction d6a: implant date has been corrected.

Event description:
It was reported that the patient's leads have high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.